Manufacturer narrative:
It was reported that during an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small a hemostatic valve separation issue occurred. The hemostatic valve was observed folded inside the hub. After the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was put into the patient¿s body, the physician prepared to implant the smarttouch sf catheter, but he found that a few blood had dripped from the entrance of the smarttouch sf catheter. Therefore, the physician did not implant the smarttouch sf catheter and withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath - small out of the body immediately. There was no impact to the patient. The device evaluation was completed on (B)(6)-2021. The sheath was returned to biosense webster for evaluation. Bwi conducted a visual inspection and irrigation evaluation of the carto vizigo sheath. Visual analysis of the returned sheath revealed that no damage or anomalies were observed on carto vizigo sheath. The sheath was flushed with a syringe in order to verify if the hemostatic valve leaked, however, no leakage was observed. Then test method for liquid leakage through hemostasis valves of sheath introducers of the side port was performed, and no issues were observed. A device history record evaluation was performed for the finished sheath batch number, and no internal actions were identified. No malfunction was observed during the sheath analysis. The instructions for use contain the following recommendations: - use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. - do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. The event described could not be confirmed as the sheath was performed without hemostatic valve issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 12-oct-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small a hemostatic valve separation issue occurred. The hemostatic valve was observed folded inside the hub. After the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was put into the patient¿s body, the physician prepared to implant the smarttouch sf catheter, but he found that a few blood had dripped from the entrance of the smarttouch sf catheter. Therefore, the physician did not implant the smarttouch sf catheter and withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath - small out of the body immediately. There was no impact to the patient. The event was assessed as a MDR reportable hemostatic valve separation issue.